Event description:
At 1 day post-op, patient had flap debris on the right eye (od). Patient had flap lifted and debris irrigated from od. Patient did not experience loss of best corrected visual acuity.

Manufacturer narrative:
Evaluation: conclusion - the equipment was not evaluated after the reported event which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(6) 2012. The condition of the system (since the time of the event) will make the evaluation impossible. There is no indication that there is a direct link between the laser system and the event (debris under the flap). Note: all pertinent information available to amo at the time of this report has been submitted. Placeholder.